Event description:
It was reported that 4 days post a da vinci sigmoid resection procedure for diverticulitis and a colovaginal fistula, the patient experienced an anastomotic leak and also developed an abscess. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the surgeon who performed the da vinci surgical procedure. According to the surgeon, the specific date of the da vinci procedure is unknown, only that the procedure was performed in (B)(6) 2014. Florescence imaging was utilized during the surgical procedure, the procedure was uncomplicated and no difficulties occurred during the surgical procedure. During an exploratory procedure, it was discovered that the patient had an anastomotic leak. The patient underwent an open surgery for repair of the leak and a stoma was placed. The patient also developed multisystem organ failure. The surgeon indicated that during the surgical procedure he fired 1 green staple reload from the endowrist stapler 45 instrument across the patient's rectum and 1 blue staple reload across the patient's mesorectum from the endowrist stapler 45 instrument for transection. A non-isi stapler instrument was also used for end to end anastomosis. A leak test performed by filling the patient's pelvis with saline was negative for an intra-operative leak. The patient had no prior radiation or chemotherapy treatments. The surgeon was unable to definitively identify the cause of the anastomotic leak experienced by the patient; however, he believes that it (leak) was related to the endowrist stapler 45 instrument. The surgeon indicated that he believes that the leak occurred at the proximal firing where the circular staple line meets the transverse firing. As of (B)(6) 2014, the patient remained hospitalized in the intensive care unit. No other information regarding the reported event was provided.

Manufacturer narrative:
The endowrist stapler 45 instrument and staple reloads were not returned for evaluation, therefore, the root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if the instrument and/or reloads are returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci sigmoid resection procedure, requiring the patient to undergo reoperation and a colostomy. A review of this complaint was performed by an intuitive surgical, inc. Medical advisor and it was concluded, that based on the additional information provided by the surgeon, the post-operative complications experienced by the patient were not likely caused by a malfunction of the da vinci surgical system, instruments and/or accessories, but were likely due to the patient's condition.